Event description:
Reported via social media. It was reported that device shift and leak occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At an unspecified time after implant, while the patient was having surgery for a second pacemaker, it was discovered that the watchman flx closure device was tilted and leaking. The patient is expected to return for a transesophageal echocardiogram and meanwhile remains on anticoagulation medication.

Manufacturer narrative:
Aware date used as event date is unknown.